Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance which has triggered tow low impedance tip to coil alerts. It was noted that the impedances have been stable but low. The lead was reprogrammed, and the alert was turned off. The rv lead remains in use. No patient complications have been reported as a result of this event.